Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During midline insertion on right brachial vein, guidewire well positioned with ultrasound, after peel-away insertion, guidewire removal was limited by obstacles. All peel-away plus guidewire was removed and the tip of guidewire was coiled. After small bleeding stop, new set was used and placed correctly.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. A record review request was sent to the device contract manufacturer. The inspection method performed was a device history record (DHR) review. The review revealed the following: - no internal nonconformance reports were found on the batch reported. - personnel was properly trained. - the reviews of the DHR demonstrate compliance and conformance to applicable procedures and specifications. - pull test results were verified and it was confirmed the batch meet the tensile specifications. - there is no evidence to confirm that this event is caused by manufacturing deviations. - therefore, it is considered a non-manufacturer-related issue. - the root cause is indeterminable. A possible cause of the knotted tip could be a back-and-forth motion during insertion. This can cause the wire to fold back on itself and result in a knotted tip. This may also cause the wire to be difficult to remove, resulting in applying more forces than the device is designed to withstand in order to remove it.